Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. This lead was also used as a temporary wire. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. This lead was also used as a temporary wire. This lead was explanted. No additional adverse patient effects were reported.